Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg site was made larger via surgical intervention. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient will undergo surgical intervention due to her ipg being angled in the pocket.